Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; product identification & expiration date - unknown; date implanted - unknown; date explanted - unknown; manufacture date - unknown.

Event description:
It was reported patient underwent a wrist procedure on an unknown date. Subsequently patient was revised on an unknown date to joint tightness.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed with the limited information provided. Date implanted - (B)(6) 2013.

Event description:
It was reported patient underwent a wrist procedure on an unknown date. During the procedure, bone was impacted into the implant plate canal causing the plate to be proud. Subsequently, patient was revised on an unknown date due to joint tightness.